Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received battery life diminished last only 2 weeks and had to replace the battery cap several times and rewinding the pump sounds louder. Customer unexplained no insulin delivery alarms; just stopped. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will not return device for analysis.